Event description:
During remote monitoring, episodes of low pacing impedance and oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected. Abbott technical support was contacted and recommended further investigation via provocative testing, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.